Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2014 with the following findings: a review of the pump¿s black box data revealed a low battery warning due to low battery voltage. The power complaint could not be duplicated during investigation. The battery compartment was observed to be cracked. There was no visible damage to the battery cap, and the cap was able to fully secure onto the pump. The electrical current draws measured within specifications. The pump was opened and no moisture was observed inside the pump. Unrelated to the initial complaint, the keypad cover was torn.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter alleged that there were low battery warnings on the pump after replacing the battery with a new lithium battery the same day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.